Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling w/dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. There were no parts replaced on the device by the technician and the machine has not yet been returned to service.

Manufacturer narrative:
On-site (field) investigation was not performed as this was a technical support call. Customer returned the follow up letter indicating that the air separator assembly was replaced but it did not resolve the reported filling program and filling of saline bag issues. The device is currently out of service and is being used as a spare part machine. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report review confirmed the labeling, material, and process controls were within specification.